Manufacturer narrative:
Power supply repaired by 3rd party and not returned to manufacturer.

Event description:
The customer reported the ventilator would not operate on ac power, only on backup battery power. The unit is out of warranty, so the customer removed the power supply from the device and had it repaired by 3rd party service. The power supply was not returned to the manufacturer for analysis. Analysis of the reported problem indicates the power supply had a malfunction that may result in the unit shutting down during operation with an active backup alarm when ac power is restored.